Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, diarrhea, and fever. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to a change in care givers, but as no specific error was identified, the cause of the peritonitis is assessed as unknown. Beginning on the day of onset, the patient was treated with cefazolin 1 gram every day intraperitoneally for two days and fortum 1 gram every day intraperitoneally for two days for the peritonitis event. Two days after onset, the patient began treatment with tienam 0.5 (01 jar) every day intraperitoneally (duration not reported), ciprobay 0.2 (01 jar) every day intraperitoneally (duration not reported), and amikacin 0.5 (0.25 jar) every day intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not responding to their peritonitis treatment. 20 days after the onset of the peritonitis, treatment with tienem, ciprobay, and amikacin was discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis. On the same day, the patient was discharged from the hospital. The patient had not recovered from the peritonitis at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.